Manufacturer narrative:
This report is submitted on july 7, 2021.

Event description:
Per the clinic, the patient experienced no sound perception with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, and there are no plans to reimplant the patient with another cochlear device as of the date of this report

Manufacturer narrative:
Device analysis report is attached. This report is submitted on aug 06, 2021.